Event description:
Caller reported that the cartridge leaked insulin on two separate occasions within a month and a half. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was able to change the cartridge and successfully resumed insulin therapy, and replacements were sent as requested.